Event description:
The pt had four leads from the same lot number. It was reported the pt was receiving intermittent stimulation in his arms. It was also reported the pt does not use his scs system programmer and his scs system is used continuously. Reprogramming was unable to achieve stimulation coverage in his arms due to invalid impedances. A new program was provided which covered the pt's legs. Surgical intervention was to be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.